Manufacturer narrative:
During the evaluation at erbe USA, the report of the footswitch's coag pedal sticking was confirmed. The fault occurred at an ambient temperature of approximately 66°f. When the footswitch's pedal was previously tested at a warmer temperature (72°f), the issue did not occur (note: the erbe sales representative also reproduced the reported problem by wiggling its cable, and he believed that there was a short in the cable.). No anomalies were found in the review of the device history record (DHR) for the lot of the footswitch. Nevertheless, to further investigate this issue, footswitch was returned to our parent company, erbe elektromedizin gmbh, for a more in-depth analysis. Erbe elektromedizin gmbh findings they reported that there was no apparent material or manufacturing defect (including no issue with the cable). Nevertheless, the footswitch did not pass their functional test even though the reported continuous activation couldn't be reproduced at ambient temperatures (note: they were able get the pedal's pushgate to stick at colder temperatures.). Specifically, they reported that the switching behavior of the coag-side pushgate switch was no longer working as intended. In addition, they stated that worn pushgate switches are prone to malfunctions at low temperatures (note: the notes on use explicitly states that the product must be acclimatized). The account is being made aware of the findings. Erbe is now closing the file on this event.

Event description:
It was reported that a vio two-pedal footswitch was involved in an incident. The footswitch was used with an erbe argon plasma coagulator (apc, model apc 2)/electrosurgical unit (esu, model vio 300 d) system and an apc probe to provide hemostasis after a polypectomy. No other information was provided regarding any other accessory used in the procedure. The apc/esu settings were pulsed apc, effect 2, 20 watts, 0.5 liters/minute. Upon the user removing their foot from the footswitch's coag pedal, it continued to activate. There was no report of any patient injury involved with the event.

Manufacturer narrative:
During the evaluation at erbe USA, the report of the footswtich's coag pedal sticking was confirmed. The fault occurred at an ambient temperature of approximately 66°f. When the footswitch's pedal was previously tested at a warmer temperature (72°f), the issue did not occur (note: the erbe sales representative also reproduced the reported problem by wiggling its cable, and he believed that there was a short in the cable.). Nevertheless, to further investigate this issue, the footswitch is being returned to our parent company, erbe elektromedizin gmbh, for a more in-depth analysis. No anomalies were found in the review of the of the device history record (DHR) for the lot of the footswitch. If any conclusive determination is made by erbe germany as to the cause(s) of the reported issues, then a follow-up MDR will be filed. The account will be made aware of the findings.

Event description:
It was reported that a vio two-pedal footswitch was involved in an incident. The footswitch was used with an erbe argon plasma coagulator (apc, model apc 2)/electrosurgical unit (esu, model vio 300 d) system and an apc probe to provide hemostasis after a polypectomy. No other information was provided regarding any other accessory used in the procedure. The apc/esu settings were pulsed apc, effect 2, 20 watts, 0.5 liters/minute. Upon the user removing their foot from the footswitch's coag pedal, it continued to activate. There was no report of any patient injury involved with the event.